Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients treated with depuy synthes lower extremity plate systems between january 1, 2000, and february 28, 2023. Subsequent surgery, malunion, and nonunion have been identified as the reported complications as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: adverse event(s) and provided interventions possibly associated with depuy synthes angled blade plates & screws (qty (B)(4): 8 patients had subsequent surgery at 0-365 days. 2 patients had malunion at 0-365 days. 4 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes calcaneal plates & screws (qty (B)(4). 3 patients had subsequent surgery at 0-365 days. 2 patients had malunion at 0-365 days. 7 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes distal femur plates & screws (qty (B)(4). 163 patients had subsequent surgery at 0-365 days. 11 patients had malunion at 0-365 days. 158 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes distal tibia plates and screws (qty (B)(4) 548 patients had subsequent surgery at 0-365 days. 26 patients had malunion at 0-365 days. 227 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes dynamic compression plates and screws (qty (B)(4) 46 patients had subsequent surgery at 0-365 days. 4 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes dynamic hip implants (qty (B)(4) 530 patients had subsequent surgery at 0-365 days. 14 patients had malunion at 0-365 days. 121 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes femoral neck system (qty (B)(4) 40 patients had subsequent surgery at 0-365 days. 4 patients had malunion at 0-365 days. 9 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes fibula plate system (qty (B)(4) 567 patients had subsequent surgery at 0-365 days. 22 patients had malunion at 0-365 days. 94 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes hand and foot plates- foot plates and screws (qty (B)(4) 124 patients had subsequent surgery at 0-365 days. 2 patients had malunion at 0-365 days. 12 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes hand and foot plates - mini fragment and screws (qty (B)(4) 73 patients had subsequent surgery at 0-365 days. 1 patients had malunion at 0-365 days. 8 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes lcp hook plate 3.5 and screws (qty (B)(4) 91 patients had subsequent surgery at 0-365 days. 6 patients had malunion at 0-365 days. 18 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes locking attachment plate and screws (qty (B)(4) 10 patients had subsequent surgery at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes mesh plate & screws subgroup: patella (qty (B)(4) 5 patients had subsequent surgery at 0-365 days. 2 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes patella plate & screws (qty (B)(4) 7 patients had subsequent surgery at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes pediatric hip plates and screws (qty (B)(4) 91 patients had subsequent surgery at 0-365 days. 1 patient had malunion at 0-365 days. 3 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes pelvic implants (qty (B)(4) 12 patients had subsequent surgery at 0-365 days. 3 patients had malunion at 0-365 days. 23 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes periprosthetic proximal femur plate and screws (qty (B)(4) 1 patient had subsequent surgery at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes proximal femoral plates and screws (qty (B)(4) 78 patients had subsequent surgery at 0-365 days. 4 patients had malunion at 0-365 days. 49 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes proximal tibial plates and screws (qty (B)(4) 851 patients had subsequent surgery at 0-365 days. 36 patients had malunion at 0-365 days. 202 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes tomofix osteotomy system and screws (qty (B)(4) 18 patients had subsequent surgery at 0-365 days. 5 patients had malunion at 0-365 days. 4 patients had nonunion at 0-365 days. Adverse event(s) and provided interventions possibly associated with depuy synthes va lcp medial column fusion plates and screws (qty (B)(4) 2 patients had subsequent surgery at 0-365 days.